Event description:
My husband and I have a recalled bipap and a CPAP from philips. I registered our devices on the above date given to you. I've called numerous times over the months and can not get any info about when our devices will be replaced. The communication has been non existent. We have talked to our healthcare provider and we're told to continue using our devices, due to our health issues. We are terrified each time we breath through our devices. I'm very upset at this company for not keeping their users informed. I feel I have been very understanding. Your help with better communication with this company would be appreciated. FDA safety report ID # (B)(4).